Event description:
Patient had vancomycin ordered. Patient is known to have red man's reaction when receiving vancomycin. Patient was premedicated with IV benadryl at 1713. Vancomycin was stared at 1728 and programed to run over 2 hours. At 1743, rn was called into patient's room. Patient's mother stated "I think he is having a reaction." Rn noted patient to be scratching the back of his head. The light was turned on and patient was noted to be bright red. The infusion was stopped, and primary team was notified. The resident asked the rn to continue the infusion, but run it over 3 hours. Primary rn returned to patient's room and explained the plan to patient's mother. Primary rn went to adjust the time left on the infusion, it was noted that the infusion time left was 1 hr 44 min. When attempting to adjust the amount of time to administer the medication, the pump was turned off to reprogram. When setting up the new run time, the bag was noted to be empty. Primary rn asked a 2nd nurse to take a look at the bag to agree that the bag was empty when it should have a minimum of 50 ml left in the bag. It appeared that the entire dose was administered in 45 minutes. Primary team and pharmacy was notified of the administration in a quick time. Due to patient already receiving the benadryl, no other treatment was needed. Text from duplicate report (B)(4): patient had vancomycin ordered. Patient has had red mans in the past and gets pretreated with benadryl and vancomycin is run over 2 hours. Patient received IV benadryl at 1713. The vancomycin was started at 1728. The pump was programmed with weight-based setting for vanco, mg/ml. Dose 580 mg in 116 ml, weight 29.1 kg. Infusion time was changed from 1 hr 00 min to 2 hr 00 min. At 1745 rn was called into the room. Mother stated "I think he is having a reaction." Patient was seen to be itching his head. The lights were turn defer to nursing and clinical engineering to identify issue at cause. No concern for harm. Mcl ce reviewed. Wo (B)(4) assigned to ms. Repaired rts nrm ms tech notes: downloaded logs. Shows an error from jan 6th of bottle side pressure sensor. Logs show nurse programed pump to run at a rate of 388ml/hr vtbi 776ml, dose: 19.93mg/ml. Pt weight 29.1kg. Pump ran for 15 min and supposedly dispensed 97ml. Ran exact run from logs following keystrokes from logs. Started test at 1206 and ended at 1221. Expected volume: 96ml, actual vol: 93.6. Within specifications. Replaced bottle side pressure sensor. Verified proper operation. Without tubing from event unable to test failure any further. Ms reviewed by prcr- nursing tagged for local review. Ce reviewing as above; ces leadership reviewed, no concern for harm. Closed for prcr - amd text from duplicate report (B)(4): while undergoing evaluation, he became febrile to 38.4 and he received tylenol. Additionally, 20 minutes into vancomycin infusion, he began to have flushing and itching. He had received benadryl premedication. Infusion lengthened to 3 hours. Upon rn updating pump, she realized that 75% had infused within 15 minutes. Discussed with pharmacy who noted no other expected adverse effects. Does not meet sse threshold. Lw ce reviewed. See psr (B)(4) for updates. Ms preventability.